Manufacturer narrative:
Initial and final MDR (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient faced issue with 2 infusion sets not sticking on (B)(6) 2024. The sets fell off one after onday day of use and other after two days of use, both events occured just after patient went swimming. The issue was resolved by replacing infusion set and resuming insulin. No further information available.